Event description:
Attorney alleges that the patient was implanted with a bard/davol ventralex st mesh and non-bard/davol mesh, collectively known as "mesh products". It is alleged that on or about (B)(6) 2016, the patient was implanted with a non-bard/davol mesh to repair a midline hernia in the abdomen. It is alleged that on or about (B)(6) 2017, the patient underwent revision of the non-bard/davol mesh. It is alleged that on or about (B)(6) 2017, the patient underwent repair of a midline hernia during which a bard/davol ventralex st mesh was implanted. As a direct and proximate result of defendants¿ defective design, manufacture, marketing, distribution, and/or sale of mesh products and placing the defective products into the stream of commerce, the patient has been injured and damaged as follows: it is alleged that on or about (B)(6) 2018, the patient underwent removal of the mesh products. It is alleged that on or about (B)(6) 2019, the patient underwent additional removal of the mesh products. Attorney alleges that the patient experienced and/or continues to experience severe and chronic pain/discomfort, nausea, inflammation, extensive adhesions, adhesions to bowel, bowel obstructions, tangled mesh, surgery to remove mesh, recurrence. Attorney also alleges that the patient continues to suffer complications as a result of their implantation with the mesh products. It is alleged that the patient is at a higher risk of severe complications during an abdominal surgery, to the extent that future abdominal operations might not be feasible. It is alleged that when the ventralex st mesh was implanted in patient's body, the product was defectively manufactured. It is alleged that the ventralex st mesh implanted in patient failed to reasonably perform as intended. It is alleged that the product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. Attorney also alleges past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by the patient and permanent impairment.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction, adhesions and subsequent surgery for mesh explant. The instructions-for-use (IFU) supplied with the device lists hernia recurrence, inflammation and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.